Event description:
A malfunction alert was reported with the display code malf 9, but there was no adverse impact to the customer¿s blood glucose level. The pump was reset successfully with guidance from technical support, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to reach out to technical support if the issue arises again.